Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. During the procedure, while attempting to implant the right ventricular (rv) lead, it was noted that the lead dislodged and the helix exhibited failure to extend and retract. The lead was not used and a new lead was attempted to be implanted and it also exhibited dislodgement, failure to extend and failure to retract. The lead was not used, and the pacemaker was connected to the lead the patient had originally implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issues. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issues was isolated to the helix being clogged with blood/tissue. Electrical testing was normal. Visual inspection of the lead did not find any anomalies.